Event description:
It was reported that during a colon resection, on the first firing of the device all of the staples were deployed and some were b-shaped and others were malformed; legs straight. The device fully cut the tissue as intended. The device was fired again (firing number unknown) and the same issue occurred; some of the staples were b-shaped and others were malformed; legs straight. A blue cartridge was used for both of these firings. A new device was opened and the surgeon had to resect the colon further down to get at good staple line. The case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.